Manufacturer narrative:
Device evaluated by MFR: mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at the proximal balloon sleeve and extending distally across the balloon material and ending at the distal tip bond. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and microscopic examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right brachial artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was normal. It was further reported that the target lesion was severely tortuous and severely calcified with 70% stenosis, and that the device was used near a placed stent.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right brachial artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was normal.